Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during a cystogastrostomy procedure performed on (B)(6) 2024. During the procedure, the catheter lock was unlocked, but the "cystotome" did not slide, and the physician used an excessive amount of force. Step 2 of the stent deployment process was performed; however, the first flange of the stent did not directly release. Another axios stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.